Event description:
It was reported the physician was performing a cellvisio procedure using the echotip 19g fna needle. The procedure took place in the pancreatic head region. Unfortunately, the 19g needle bent when it was deflected by the elevator to gain position, causing the needle to puncture through the cyst. The physician then used a competitive 19g needle, which did not bend and successfully gained access to the cyst. He mentioned that this has occurred in two cases, although this is the first time he has reported it to the district manager. It was reported the patient was hospitalized with acute pancreatitis; however, it was not clear if this was an outcome of the event or the patient was hospitalized prior to the procedure. The physician expressed his dissatisfaction with the situation, stating that it is unacceptable and that he will no longer use the echotip needle. Additional information has been requested; however, it is still forthcoming at this time.